Event description:
Our rep is reporting that the anchor pulled out of the bone 2 weeks post operatively. This was discovered under normal follow-up x-ray. A re-surgery was performed 2 weeks later, 4 weeks post-op, and at that time the fixation device was removed from the pt. A helix anchor was used to re-fixate the tendon successfully without further incident. The facility discarded the complaint device and did not identify the lot number.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.